Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.